Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that the pain pump was turned off and once it was off, the swelling started to go down. The patient stated that the pump was still implanted and off.

Event description:
Information was received from a patient and a patient's representative (caller) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implantable pump for non-malignant pain. It was reported that the reason for call was the caller was a physical therapist and while reviewing compatibility considerations it was mentioned that the patient had to have the pump turned off permanently because it caused an infection in the patient's spine. The agent documented information provided by the caller. The patient was there and provided the name of their doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8703w (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6)1998; explant date; ubd: 1999-12-08; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.. Medtronic will submit a supplemental report if additional relevant information becomes known.